Event description:
Deflation resulting in explantation.

Manufacturer narrative:
No manufacturing defect was found on macroscopic or microscopic examination of the explanted device. A crease fold failure was observed on the outer shell resulting in a leak.

Manufacturer narrative:
No manufacturing defect was found on macroscopic or microscopic examination of the explanted device. A crease fold failure was observed on the outer shell resulting in a leak.update/correction to sections b1, b2, b4, b5, d4, d6b/d7, d9/d10, g6/g7, h2, h3, h6 and h10.

Event description:
Deflation resulting in explantation

Event description:
Alleged deflation.